Manufacturer narrative:
The device was implanted in the patient. Attempts to gather additional information have been made. However, our attempts have been unsuccessful. Based on the received information, there was no reasonably suggestion that a malfunction or quality deficiency of the pipeline device occurred during the treatment procedure. There is no evidence suggesting that the device was defective, but rather a post procedure and patient condition related event. However, the exact cause remains unknown. Neurological deterioration is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the uneventful pipeline embolization the patient experienced stroke like symptoms and encephalopathy. A stroke series was run and did not indicate any sign of stroke and decadron cleared the symptoms completely. The patient received verapamil during surgery (unknown reason for providing this medication).

Manufacturer narrative:
Initial report with the treating facility information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 24 hours post the uneventful pipeline embolization the patient experienced stroke like symptoms and encephalopathy. A stroke series was run and did not indicate any sign of stroke and decadron cleared the symptoms completely. The patient received verapamil during surgery. Verapamil was used to treat vasospasm during surgery (unknown what device caused this event). The patient was on dapt.